Event description:
It was reported that during an unk procedure, the device did not function. According to the surgeon, the staples did not close. There were no adverse consequences to the pt. One device returning.